Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2015 customer received readings of 113 mg/dl, 541 mg/dl, and 309 mg/dl within 10 minutes on nano system. Three hours later on (B)(6) 2015 customer received results of 152 mg/dl, 41 mg/dl, and 228 mg/dl within 10 minutes on nano system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.